Event description:
Additional information received noted that the patient presented in-clinic with discomfort due to atrial fibrillation and the pacemaker exhibited loss of capture too.

Event description:
It was reported that the patient presented in clinic for a routine check-up. Upon interrogation it was observed that the pacemaker exhibited under sensing and inadequate readings. No intervention was performed. There were no patient consequences, and the patient was stable.